Manufacturer narrative:
Manufacturer's investigation conclusions: analysis of the submitted log file appeared to show the system operating as intended and a direct correlation between the reported events (hematuria and elevated ldh) and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains approximately 1 day, 5 hours, and 31 minutes of data. Overall, power ranged from 5.1-6.7 w, estimated flow ranged from 4.5-6.1 lpm, and average pi was between 4.7 and 6.2. No abnormal trends in pump parameters were observed. The pump speed remained above the low speed limit for the duration of the file. No atypical alarms were captured. The system appeared to be operating as intended. Heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. This IFU also provides an explanation of each of the pump parameters. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusions: no device-related issues were observed through the evaluation of the returned pump and a direct correlation between heartmate ii lvas, serial number: (B)(6) and the reported events (hematuria, elevated ldh, septic shock, cardiogenic shock, and patient outcome) could not be conclusively established through this evaluation. The center that the patient experienced hematuria and elevated ldh. The patient¿s hemodynamic condition was stable without any signs of dyspnea. The lvad was reportedly functioning without any active alarms. IV heparin was started. It was later reported that an echo, sg catheterization and other tests were performed and recovered left ventricular function was confirmed. The vad team decided to stop lvad support on (B)(6) 2019 and implant an occluder into the lvad outflow graft. The patient was stable without any heart failure symptoms. No inotropes or other vasoactive support was present. It was later reported that the patient did well only for three days after stopping the pump and occluding the outflow graft, then expired after a combined cardiogenic and septic shock after the pump was stopped. The pump was removed postmortem. The pump was returned assembled with the driveline (dl) cut approximately 2.5¿ from pump housing and additional 1.75¿ segment was also returned. The distal end of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. Residual tissue was present around the inlet tube. The apical sewing ring was present beneath the tissue, around the distal end of the inlet tube. The outflow graft and outflow graft bend relief were cut lengthwise. The outflow graft was returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The bend relief was cut at its hardware and returned partially detached. Examination of the inflow conduit and inlet stator revealed a soft, red deposition extending through the conduit and stator. A similar deposition was observed extending through the outlet stator and outflow cannula. The depositions were not well-formed, not adhered to the pump¿s blood-contacting surfaces, and exhibited no areas of denaturation. Additionally, there were no contact marks observed on the rotor and evaluation of the submitted log file appeared to show the system operating as intended with no atypical alarms or trends in pump parameters (power ranged from 5.1-6.7 w, estimated flow ranged from 4.5-6.1 lpm, and average pi was between 4.7 and 6.2). These depositions appear to have formed acutely and seem consistent with the center¿s report that the lvad support was ended in august 2019. The depositions did not appear to be present while the pump was running. No developed depositions or thrombus formations were observed through the evaluation of (B)(6). A direct correlation between the reported events (hematuria, elevated ldh, septic shock, cardiogenic shock, and patient outcome) and returned device could not be established. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas IFU lists hemolysis, infection, and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. This IFU also provides an explanation of each of the pump parameters. Care instructions in regard to preventing infection are provided in various sections of the IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient did well for only three days after stopping the pump. The patient died due to cardiogenic and septic shock five days after stopping the pump. The pump was removed postmortem.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient's left ventricle has recovered and the patient was under investigation for potential lvad explantation. The patient experienced hematuria and elevated lactate dehydrogenase (ldh) levels. The patient's hemodynamic condition was reported to be stable, with no sign of dyspnea. No lvad alarms were reported. Intravenous heparin was started. Repeated echocardiograms were performed. Additional information indicated that a further echocardiogram, a swan ganz catheterization, and unspecified other tests confirmed acceptable left ventricle function. The vad team decided to stop lvad support and implant an amplatzer occluder in the lvad outflow graft. The patient was stable without any heart failure symptoms. No inotropes or other vasoactive support was used. Discharge was planned for the week of (B)(6) 2019. No pump explant is planned at this time. No further information was provided.